Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that while connecting the set, the connector that plugs into the bottle of the diet became unglued. This was noticed prior to use and no patient was involved.

Manufacturer narrative:
The report refers to product code 674655 - kang epump prox spike set-intl with lot number 142340152x manufactured on 08/21/2014. A device history record (DHR) of the sample lot was performed and confirmed that the products were produced accomplishing all quality requirements and were released according to all established procedures. No picture or sample was provided for evaluation, customer complaint and failure mode were not confirmed. A possible root cause for detachment could be a dimensional gap between the connector and tubing provoking leaking or detachment if the tube or connectors are pulled incorrectly or unintentional excessive force. A corrective and preventive action (CAPA) was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing; this will help mitigate leaking or possible detachments. This complaint will be used for tracking and trending purposes.